Manufacturer narrative:
The treatment data files for the reported event are not available for review. This complaint has been identified as a flow rate discrepancy. The manufacturer has identified corrective actions that will reduce the likelihood of occurrence of known causes of flow rate discrepancy. A new software version is planned to be released during q3 2007. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement system in 2007 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment.

Event description:
The customer reported that the nurse attempted to increase the blood flow rate to 200 ml/min in the set flow rates screen. In the status screen, the blood flow rate continued to read 150 ml/min. The nurse re-entered 200 ml/min in the enter flow rates screen and the status screen continued to read 150 ml/min. The nurse returned the pt's blood manually and sent the machine to the hospital's biomed. There was no blood loss or any other clinical consequences for the patient reported.